Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system presented at the clinic with fever, dizziness, and pain in both the chest and at the device pocket. Further examination of the pocket found signs of infection, including the presence of purulent material. The system was successfully explanted. No additional adverse patient effects were reported. The patient was placed on antibiotics and a new system will be implanted at a later date.